Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed an out of range signal for about four hours on (B)(6) 2014. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.